Event description:
Customer reported suction loss after the laser fired with their patient interface in patient's left eye os (oculus sinister). Customer reported that the flap was normal nasally, but temporal side of the flap was abnormal. The procedure was completed by performing a photorefractive keratectomy (prk).

Manufacturer narrative:
Section a4 unknown, requested and was not provided. Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Section h3-other (81): the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 health effect - clinical code 4581 - flap issues all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 2, 2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional and dimensional testing were performed and the results were found within specification. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.